Event description:
It was reported that prior to use in a lap nissen procedure the device hand activation would work during testing. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/03/2007. Information anticipated, but unavailable at this time.